Event description:
New information available on (B)(6) 2017 reveals that, the implantable cardioverter defibrillator had no allegation of malfunction. The reason for loss of biventricular capture is unknown. The device was reprogrammed and the patient received a left ventricular assist device. No further information is available.

Event description:
It was reported that an asymptomatic patient presented in the operating room for an unrelated surgery. During the post operation check, the implantable cardioverter defibrillator exhibited nonsustained ventricular oversensing alert. Upon review, loss of biventricular capture was noted as the cause of the egm trigger. No further information is available.